Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough (x2), guide catheter: 6fr, al 75, stent: 4.0 x 15 xience sierra. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty inserting the bdc into the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the bdc into the guiding catheter; however, the reported shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. Two non-abbott guide wires were placed, one in the posterior descending coronary artery (pda) and one in the posterior lateral branch. Following the successful deployment of a 4.0 x 15 mm xience sierra stent, a 4.00 x 12 mm trek rx balloon dilatation catheter (bdc) was attempted to be advanced for post dilatation; however, resistance was met on inserting the bdc into a 6f non-abbott guiding catheter and a proximal shaft separation occurred. The separation occurred at a point outside of the anatomy and therefore the distal portion of the bdc was simply manually removed. The procedure was successfully completed with a new 4.0 x 12 mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.